Event description:
Additional info received from the MFR on 02/09/1999: upon further investigation of the details surrounding this event, the co does not believe that this is reportable under the MDR guidelines.